Event description:
Boston scientific crm received info that this device was explanted due to a device upgrade performed due to the pt's condition. During the procedure, there was difficulty removing the leads from the device header due to sticky seal rings in the device. The leads were successfully removed utilizing bone cutters. No adverse pt effects were observed.

Manufacturer narrative:
The device was not returned for analysis and no add'l info is available. If add'l info or this device is received, this event will be updated.